Manufacturer narrative:
The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2005 at (B)(6) in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Per physician's progress notes, dated (B)(6) 2016, "if a permanent filter was placed then retrieval was never an option. If indeed this was retrieval filter it has been present too long for safe retrieval. It is also not likely to cause complications at this later stage and is probably endothelialized. [Patient] has no evidence of ivc clot or le dvt. The risks of retrieval are significant. Filter to remain unless symptomatic. Ivc filter appears unchanged in position."

Manufacturer narrative:
Additional information investigation evaluation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the plaintiff alleges device is unable to be retrieved after implant of device¿. Cook will reopen its investigation if further information is received. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2005 at (B)(6) in (B)(6).¿ it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The 510(k) k032426. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/28/2016 as follows: the plaintiff allegedly received device implant via right jugular vein on (B)(6) 2005 due to dvt. The plaintiff alleges device is unable to be retrieved after implant of device.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2005 at (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.